Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported that the m300 telemetry monitor was discharging on its own without any user interaction.